Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed with the device. The device was put through extensive testing including bench handling, analyze testing, shock testing, cardioversion and remote sync testing without duplicating the report. The device was recertified and returned to the customer. No clinical data was returned for evaluation as part of the investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age and gender unknown), the device's output time of sync to r wave was incorrect. The device delivered the shock after the r wave detection instead of shocking the r wave. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.